Event description:
It was reported that the insulin pump was not reporting the insulin volume correctly and the piston looks like it is bent. The mother mention air bubbles on the back of the device, but no leaks noted. The caller stated that she does not feel comfortable and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was unable to prime during prime a33 test due to faulty force sensor, unable to perform the basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacment test.